Manufacturer narrative:
An event regarding revision surgery involving a uhr head was reported. The event was confirmed based on implant sheet for revision surgery. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: not performed as the reported lot is not valid for device listed. Complaint history review: not performed as the reported lot is not valid for device listed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip. Uhr bipolar component was removed and a competitor's cup and liner was implanted. A new stryker head was implanted on the existing howmedica stem.

Manufacturer narrative:
An event regarding revision surgery involving a uhr head was reported. The event was confirmed based on implant sheet for revision surgery. Method & results: -device evaluation and results: the uhr head was returned with the metal head embedded. The uhr bipolar head had some minor scratches on the rim consistent with explanation damage, otherwise the device was visually unremarkable. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip. Uhr bipolar component was removed and a competitor's cup and liner was implanted. A new stryker head was implanted on the existing howmedica stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip. Uhr bipolar component was removed and a competitor's cup and liner was implanted. A new stryker head was implanted on the existing howmedica stem.